Event description:
Based on previously reported adverse events (MFR report #1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that the device arrived with the anvil detached. The tip of the ancillary trocar was lodged inside the anvil. The breakaway washer was present and uncut. The device was received fully loaded with staples. The device was tested for functionality using a test anvil; the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the ancillary trocar was broken in the anvil. The surgeon didn't manage to remove the trocar from the anvil. The trocar finally broke and a part stayed into the anvil, which was unusable. A new anvil was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Requested additional information and received the following response on 7/27/2010: was the ancillary trocar rotated to the unlocked position prior to removing? Not available. Did any piece of the ancillary trocar fall into the patients body? Fortunately no.